Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, while firing the second reload on stomach, the device could not fire in the middle of staple line about 10mm staples and visible as open so tissue start bleeding. Surgeon did suturing to complete staple line and to stop bleeding.